Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The fse found that there was leaking wash buffer from the ratio pump. The fse replaced and primed the ratio pump. The system was restored to full functionality. In conclusion, the cause of this event is a malfunctioning ratio pump. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported obtaining multiple erroneous patient results for ise (ion selective electrolyte) on their unicel dxc 800 synchron system. No issues with sample integrity or quality control (qc) results were reported by the customer. The results were reported out of the laboratory. The customer confirmed that one patient was hospitalized due to the high sodium result. The patient was administered a glucose infusion because it was thought that the patient was "drying up". The patient was released after receiving the infusion. No other details were provided regarding patient diagnosis and medication. There was no report of any further change to patient treatment due to this event. Information on patient demographics were not provided.